Event description:
It was reported during the patient's ICD replacement procedure, the physician capped and replaced the right ventricular lead due to high capture thresholds and high impedances. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).